Manufacturer narrative:
(B) (4). Mechanical fatigue testing was performed on material from this lot. Results showed equivalent fatigue strength to previously tested devices of this same size and material. Static testing was also performed, and we were not able to recreate this type of failure. Eval of the returned device visually confirmed the breakage. Further investigation showed that there is no difference in the device in question and those used for mechanical fatigue testing. Therefore, analysis of the returned device was not able to determine the cause of the reported event.

Event description:
It was reported that during implantation, it was necessary to bend the rod in situ between l1 and l2. During bending, the rod broke into two pieces. A new rod was put in place and the construct was re-locked with no adverse events. No pt complications were reported.